Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device leaked during the procedure. The same device was used to complete the procedure. No adverse consequences reported.